Event description:
Consumer, who has 3 kids, reported that she has had essure for about 3-4 years and she wishes she would have never gotten it. She feels like she does not even know who she is anymore and states that the pain is unbearable. Pain is so bad, that there are days she cannot even get out of bed and it has kept her from being the best mom that she can be. Consumer also has cramps, migraines, backache, horrible bleeding (abnormal periods twice a month), loss of sex drive, horrible weight gain. Also according to consumer, it has put a damper on her relationship with her husband and has affected not only her, but her family too. With all the pain, she can't even see her kids. Consumer has been to the doctor numerous times and complained about it. They think she should just get it removed, and she wants too due to the amount of pain she goes through all the time, but she does not want to lose who she is as women. When she got essure, it hurt right away and before she got it, she was perfectly young, healthy, normal person. Consumer plans on getting essure removed because she cannot live like this anymore and states that she has already spoken with the FDA about it. Additionally, consumer reported that events started shortly after insertion and through the last 3 to 4 years; plenty of tests have been done and all of them, including thyroid, were good. And with the abnormal bleeding and periods twice a month, they came to a conclusion that it was probably from essure. She intends to remove essure and states that she has been debating on it for a while (for about a year now), because she does not want to have to live with the pain but neither wants her stuff removed. She has been on meds because of all these side effects, and she doesn't want to wake up and keep living in this pain everyday. Company causality comment: this non medically-confirmed, spontaneous case report refers to a (B)(6) female consumer who had pain after essure (fallopian tube occlusion insert) insertion. She stated there were days she could not get out of bed. Additionally, she consulted the doctor several times and was on medications due to the event. Pain is a listed event in essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer reported 3/4 years of pain, which started in close association with essure insertion. Considering the positive temporal relationship between consumer's pain and essure insertion and based on device safety profile; causality with essure cannot be excluded. This case was considered an incident, since according to the consumer's report; medical intervention (several doctor visits and medications) was required as pain treatment. Additionally, an impairment of consumer's daily activities was reported. In addition, non-serious events were reported. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow up information received on 18-apr-2016: quality-safety evaluation of product technical complaint: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non medically-confirmed, spontaneous case report refers to a (B)(6) female consumer who had pain after essure (fallopian tube occlusion insert) insertion. She stated there were days she could not get out of bed. Additionally, she consulted the doctor several times and was on medications due to the event. Pain is a listed event in essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer reported 3/4 years of pain, which started in close association with essure insertion. Considering the positive temporal relationship between consumer's pain and essure insertion and based on device safety profile; causality with essure cannot be excluded. This case was considered an incident, since according to the consumer's report; medical intervention (several doctor visits and medications) was required as pain treatment. Additionally, an impairment of consumer's daily activities was reported. In addition, non-serious events were reported. Based on the available information no product quality defect was confirmed. Follow-up information is being sought.

Manufacturer narrative:
Follow up 01-jun-2016: the number of follow up attempts have been completed, without response to date. No new information was provided. Company causality comment: this non medically-confirmed, spontaneous case report refers to a (B)(6) female consumer who had pain after essure (fallopian tube occlusion insert) insertion. She stated there were days she could not get out of bed. Additionally, she consulted the doctor several times and was on medications due to the event. Pain is a listed event in essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer reported 3/4 years of pain, which started in close association with essure insertion. Considering the positive temporal relationship between consumer's pain and essure insertion and based on device safety profile; causality with essure cannot be excluded. This case was considered an incident, since according to the consumer's report; medical intervention (several doctor visits and medications) was required as pain treatment. Additionally, an impairment of consumer's daily activities was reported. In addition, non-serious events were reported. Based on the available information no product quality defect was confirmed. Follow-up information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.